Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with two suprarenal aortic extensions and a bifurcated device. Reportedly, the patient had a persistent proximal endoleak. The physician elected to extend the renal snorkels and place an I cast stent in sma and placed another suprarenal aortic extension up to the celiac. A gutter leak was presented but physician felt it would resolve by placing and suprarenal aortic extension and 2 renal snorkel stents (I casts). The endoleak still remains.

Manufacturer narrative:
Based upon the clinical assessment, the reported type ia endoleak was inconclusive due to limited information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive due to the product remaining in the patient and due to the limited clinical records available for review. The only factor noted in the clinical review was the out of range cuff diameter in relationship to bifurcated stent.